Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was far r-wave over-sensing. The patient was asymptomatic. Programming changes was made and the patient left in stable condition.